Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator had an e433 rebooting error. The issue was found during maintenance. No harm reported.

Event description:
No additional information reported from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. This event root cause is caused by a component failure of the power board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.